Event description:
It was reported that after receiving the unit back from repair for not turning on, it was still having the same issues.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.